Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the srt, the lan I/f voltage should be 5000-5150 millivolts (mv) direct current (d/c). The ccm displayed 4976, which was a failure.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) local area network/interface board (lan/if) failed voltage test. There was no patient involvement.